Event description:
The customer reported that the device had incorrectly interpreted ECG artifact as v-fib / v-tach, and delivered a synchronized shock based on this waveform.

Manufacturer narrative:
The customer reported that the device had incorrectly interpreted ECG artifact as v-fib / v-tach, and delivered a synchronized shock based on this waveform. The factory has not yet received the device for eval, and the complaint is still being investigated. A follow-up report will be submitted upon completion of the investigation.